Manufacturer narrative:
(B)(4).

Event description:
The log was not downloaded and reviewed finding no errors related to the complaint.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to missing label. Receiver charged and boot was performed and failed and will not turn on, even with a known good battery. Internal visual inspection was performed and failed due to moisture damage at the main board. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.